Event description:
It was reported that the patient underwent a revision procedure due to the skin was beginning to thin at the tip with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the original rte was explanted and a new smaller rte was implanted. The patient is healing following the procedure.